Manufacturer narrative:
Device had cracked reservoir tube lip and no broken noted. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. No insulin smell/moisture damage on motor, vibrator, battery tube or electronic assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 420 mg/dl at the time of incident. Customer stated that infusion site and reservoir area was broken. Customer stated that there was insulin leaking out from the insulin pump. The device will not be returned for analysis.